Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. The cause of the failure was isolated to the trunk cable being electrically shorted. The root cause for the shorted trunk cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.